Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation. The clip delivery system (cds) was prepared per instruction for use (IFU), after placing the cds flat on the table, bubbles was observed coming out of the system. The distal end was then lifted, the clip introducer was retracted, and the cds was slowly retracted and advanced. The bubbles were removed and the clip was inserted into the clip introducer. The clip was then implanted. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation. The clip delivery system (cds) was prepared per instruction for use (IFU), after placing the cds flat on the table, bubbles was observed coming out of the system. The distal end was then lifted, the clip introducer was retracted, and the cds was slowly retracted and advanced. The bubbles were removed and the clip was inserted into the clip introducer. The clip was then implanted. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the cause of the reported difficult to flush was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.